Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 1000 mg/dl. It was stated that the customer was asleep at time of call. Troubleshooting was performed. The caller stated that the time was incorrect, and noticed no manual primes were done for the past two weeks. Assisted the caller running the fixed prime test and the insulin did exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at time. We therefore consider this report complete to the best of our knowledge.